Manufacturer narrative:
UDI are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with a corroded drain fitting, cracked tank cover, and faded line cord. Outdated printed circuit board (pcb) and power switch. There was no evidence of the reported error in the event history log (ehl). The reported problem was duplicated/verified during functional testing. The investigation found that the device was leaking from the cracks in the tank cover, confirming the customer complaint. This was due to the overtightening of the tank cover screws. No corrective action was taken due to the age and condition of the device. It is deemed beyond economical repair and would be scrapped. The root cause of the reported issue was traced to the customer/user interface. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).